Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation, it was found that there was temporary sensor inaccuracy at 5 pm est on (B)(6) 2020, which led to the missed hypo alert. However there is no clear indication of a systemic malfunction since it cannot be determined if the fingerstick measurement was entered in error or was an actual measurement as it was entered as a manual glucose event instead of a calibration entry. After the sensor inaccuracy event, the sensor reading were in good agreement with the blood glucose meter measurements. Even though there were no indication of a sensor malfunction, the sensor was replaced due to user experience (as captured in salesforce case# (B)(4)) and the user is re-inserted with a new sensor 155667. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.